Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the pump. The pump was programmed to deliver an unspecified concentration of taxol, at a rate of 275 ml/hr, with a vtbi (volume to be infused) of 350 ml, and delivery was started. The customer contact indicated that after an unspecified length of time, the pump alarmed for "air" or "backprime." At this time, the nurse noted the taxol container was empty and that air was noted in the tubing to approx 6 inches distal to the pump. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The pt was discharged from the outpatient dept as scheduled. The pump was removed from clinical service. During testing at the user facility, the pump passed testing. Though requested, no add'l info was provided.